Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 28 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the mid-section stent strut rows were lifted from crimped stent position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent struts were most likely lifted during withdrawal attempts when the struts got caught in calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-nov-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. After a non-bsc guide wire was crossed the lesion, pre-dilation was performed with maverick balloon catheter. Following pre-dilation, a 28 x 2.50mm promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent followed by post dilatation. There were no patient complications reported and patient's status was stable. However, returned device analysis revealed stent damage.